Event description:
It was observed during the device inspection, that the scope exhibited foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material in the nozzle, but the type of material or a root cause could not be determined. Olympus will continue to monitor field performance for this device.